Manufacturer narrative:
G2: foreign country - united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that they observed that the catheter was damaged on the inside. The catheter was not functioning as expected¿the temperature was not increasing appropriately. Upon inspection, they noticed fluid leaking from the catheter. They examined the fiber optic and confirmed that the red control light was on, which ruled out a fiber breakage. The issue was resolved by replacing the catheter, and the procedure was completed without further complications.

Manufacturer narrative:
H3: hardware analysis was completed on the returned fiber tip product ID 9735559 and no faults or failures were found. A visual examination did not reveal any damage to the fiber or tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.